Manufacturer narrative:
The returned lead was only available in fragments. Only the medial part of the lead with a length of 50 cm was returned for analysis. The distal and the proximal end of the lead, including the shunt and the connector of the lead, were missing. The visual inspection showed multiple signs of wear and tear along the fragment. Especially in the distal area of the available fragment, the insulation was damaged due to fraying. This damage is most likely the cause of the reported inadequate shock deliveries. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Considerable lead movement should be regarded as a possible cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and more information about the patient. Potential influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and an increased physical activity of the patient, especially involving the upper body. In addition, extraction damages were detected during the analysis. The shock coil was deformed. The inner coil showed stretching and deformation. These damages indicate tensile forces during the removal of the lead, which speaks for the presence of intergrowth in the implanted state. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted 71 months after the implantation due to right ventricular oversensing with shock delivery.